Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mid left anterior descending artery. Pre-dilatation was performed with a 2.5x12mm trek balloon dilatation catheter (bdc). The 2.75x23mm xience xpedition stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without reported issue. There was no reported interaction of devices and no reported damage to the sds. The guiding catheter and guide wire were changed, and additional pre-dilatation was performed. The same 2.75x23mm xience xpedition sds was reinserted; however, it again failed to cross the lesion. There were no reported adverse patient injury or effects related to the xience xpedition sds; however, the account reported a clinically significant delay in the procedure due to increased radiation dose. A 2.75x22mm non-abbott sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4) . The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.